Manufacturer narrative:
Technician found that the head hi/low would not raise. Replaced the valve hi/low to resolve this issue.

Event description:
Information received indicated that the hi/low head drifted down.